Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip of the electrode is missing but its tapered end is eroded inside the device's shaft. Bio debris is present. The wand is bent from use. There are marks from another instrument on the shaft. Product was out of the original packaging. No packaging returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) hitting the device tip against a hard surface such as an insertion cannula. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up for a wrist arthroscopy, the tip of the microblator fell off. Non-significant delay was reported and the procedure was finished with a smith and nephew back up device. There was no patient involvement.